Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that the customer's blood glucose level was elevated (200-250 mg/dl) after changing out cartridge and infusion set. Customer delivered a bolus via the pump for treatment of elevated levels.